Event description:
Same case as MFR report #: 2134265-2009-06779. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced sinus brady. The index procedure treated the 80% stenosed, 6.0x20mm target lesion located in the proximal internal carotid. Treatment utilized a bsc filterwire ez and the placement of a carotid wallstent. Post dilation resulted in 0% residual stenosis. Shortly after the procedure, the patient experienced sinus brady. No action was taken to treat the event and the event resolved without residual effects the same day. The next day the patient was discharged with an nih stroke scale of "0". Per the physician, the event relation to the wall stent was listed as "probable" and the filter wire was listed as "unrelated".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.